Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2016, merge healthcare received information that a customer was experiencing a database failure notification while trying to use the eye station. Support determined the issue occurred as a result of an internal network issue from the customer. Follow up was performed; however, no additional information could be obtained. Because of the database disconnection failure, there could be a possible delay in care. There is no known impact to patient care as a result of this issue. No direct patient impact occurred as a result of this issue. Reference complaint number (B)(4).